Event description:
It was reported that the customer was hospitalized with a high blood glucose of 479 mg/dl. The customer was not feeling well prior to the hospitalization. The customer drank lots of water, and layed down, but continued to experience elevated blood glucose. Caller stated that he was told by the hcp to call in to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.